Event description:
A report was received that the patient underwent a pocket revision due to irritability and pain around the pocket site. The physician relocated the ipg and a new lead extension was implanted. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Implant date - (B)(6) 2010. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.